Event description:
We opened a sterile back table cover. It was a cmc extremity pack and we set up the table and when we poured the saline into the container, there was a hair in container. We tore down the entire back table and replaced it with new items. The patient was never in the room. New equipment was obtained.